Event description:
It was reported to fresenius that a foreign body was identified at the distal end of the venous line during the patient's continuous renal replacement therapy (crrt) with the ultraflux dialyzer. Therapy had been ongoing for three days when the reported event occurred. The event occurred during the night and the device was scheduled to be changed the following morning. The foreign body obstructed the venous line and caused "a sudden and intense" increase in venous pressure that triggered an alarm from the machine. To prevent the risk of embolism that could result from allowing the foreign body to enter the bloodstream, the patient's blood was not returned. The patient's estimated blood loss (ebl) is approximately 300 ml. Dialysis was subsequently interrupted for medical reasons unrelated to the incident. No related serious injury or required medical intervention was indicated. The origin of the foreign body could not be determined. The device has been retained for further analysis. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: it has been determined that the event reported on 3002807005-2024-00016 was not a reportable event related to fmc products. Upon follow-up it was clarified that the issue was a leak that occurred during setup prior to treatment. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 3002807005-2024-00016.

Event description:
It was reported to fresenius that a foreign body was identified at the distal end of the venous line during the patient's continuous renal replacement therapy (crrt) with the ultraflux dialyzer. Therapy had been ongoing for three days when the reported event occurred. The event occurred during the night and the device was scheduled to be changed the following morning. The foreign body obstructed the venous line and caused "a sudden and intense" increase in venous pressure that triggered an alarm from the machine. To prevent the risk of embolism that could result from allowing the foreign body to enter the bloodstream, the patient's blood was not returned. The patient's estimated blood loss (ebl) is approximately 300 ml. Dialysis was subsequently interrupted for medical reasons unrelated to the incident. No related serious injury or required medical intervention was indicated. The origin of the foreign body could not be determined. The device has been retained for further analysis. No additional information was provided.